Manufacturer narrative:
On 03/01/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 450cc saline breast prosthesis, cat. #3502450, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 450cc saline breast prosthesis that deflated after implantation. Patient reported that she woke up and the implant seemed extremely soft and saggy. In addition, she reported that each day the implant seemed to be getting smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 05/19/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/21/2018, mentor completed the investigation on the suspect medical device. The device was received with no fluid. Brown material was observed within the device. A crease was observed on the anterior and extending to posterior aspect. No anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation (pe) team was precluded from further evaluating the device. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. At this time is not possible to determine the origin of the brown material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/06/2018, mentor received additional information about the event. The explantation date for the suspect medical device is (B)(6) 2018. Manufacturer's reference number: (B)(4).